Manufacturer narrative:
One used spinning spiros was received for evaluation, connected to a ch3034 5" (13 cm) bag spike adapter w/spiros¿w/red cap, vented cap and a non-ICU medical infusion set. No defects or anomalies noted. The spiros and mating devices were leak tested per product specifications. There was leakage from the tubing on the non-ICU medical infusion set. There was no leakage from the ch2000s-c spinning spiros. The reported complaint of leakage on the ch2000s-c was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a spinning spiros® closed male luer, red cap experienced a crack and leaked blood everywhere. The sample was contaminated with blood. The status of the product at the time of event was during use on patient. No patient harm.